Event description:
The initial reporter complained of an issue with the software of multiple cobas b 221 <6> system analyzers. The customer provided the serial number for 1 analyzer. The automatic quality control (aqc) lock randomly switched off. When the lock is turned on, test parameters will be blocked for testing if quality controls fail. With the lock turned off, test parameters will not be blocked for testing if controls fail. The customer found the aqc lock was turned off for all parameters run on the analyzer except pco2. The customer was unable to determine when the aqc lock had been turned off. There was no allegation of questionable results due to this issue.

Manufacturer narrative:
On (B)(6)2022 the aqc lock on serial number (B)(4) was replaced and the issue has not reoccurred. The investigation is ongoing.

Manufacturer narrative:
Qc failed on 08-jun-2022 and maintenance was requested and screen sharing was activated; the qc lock may have been deactivated by a user. Based on the instrument database provided for investigation, no instrument or software issues were identified that would have caused the issue. The investigation did not identify a product problem. The cause of the event could not be determined.